Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
The patient programmer (pp) was not able to adjust stimulation. The display showed ¿call your doctor¿ icon. A power on reset (por) condition occurred. The patient felt her stimulation cease last night and saw a warning por. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.